Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that bubbling was found on the downstream occlusion (dso) sensor seal of a smiths medical cadd solis vip pump. There was no patient injury. The pump was being cleaned with bleach germicidal wipes and wiped with sani-cloth germicidal disposable wipes.

Manufacturer narrative:
Other, other text: additional information: d10, h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was able to be duplicated. It was noted that downstream occlusion (dso) seal was bubbled. Service will replace the dso seal to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.